Event description:
Boston scientific received information that this right atrial lead did not deliver pacing when required and was subsequently confirmed to be dislodged. The lead was explanted and is no longer in service. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was bent and partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages traction forces during the surgery should be taken into consideration. Further analysis revealed damages of the silicone sealing of the is-1 connector pin which occurred most likely during surgery. In the course of the analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values of the parameters measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.